Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Air dermatome, serial number (B)(4), was manufactured on february 22, 2005, and was over 11 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor cosmetic damage throughout the hand piece including discoloration. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The safety switch operated as intended. The thickness control lever operated as intended. The master blade was flush with the control bar. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer's hose and operated within motor speed specifications. There was no visible damage to the customer¿s hose. The 3 inch width plate showed signs of overtightening. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, screwdriver, width plates and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was tearing the skin¿ was non-verifiable as no testing was able to be performed to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. The device was over 11 years old and has not been previously repaired since september of 2014. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device was tearing skin. No adverse events have been reported as a result of the malfunction.